Manufacturer narrative:
Date of event not provided. Date event was reported to distributor used as the event date. The product has not been received by 3m for evaluation. Without the actual samples observed to be leaking, or additional information on the system set-up, the exact root cause cannot be identified. Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used.

Event description:
A distributor reported that a patient had dobutamine infusing through an internal jugular catheter with partial occlusion and had leaking at the curos jet¿ disinfecting caps y-site. No patient harm occurred. No additional information was provided.